Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, a screw was found to be loose. After reassembly and pm, the device passed all performance tests. The pump was returned to customer in compliance with our essential performances. Without photo to confirm the defect, this complaint cannot be confirmed, but please be informed that an internal CAPA is open to address the subject of "loose screw". To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not confirmed. The trend is: normal.

Event description:
The following has been reported by customer: screw hanging inside the pump on (B)(6) 2024: battery, membrane replaced as part of pm procedure. Rfid battery replaced. Software updated to 2.2f new data set updated while doing pm, the downstream pressure sensor test failed. Checked the administration set and the door closely properly, but still the test failed. Dismantled the pump to see the j2 connector from the downstream pressure sensor to cpu board connected properly, that's when found a screw hanging inside the pump. Took that out and rearranged the pump assembly and test the downstream pressure test, but still the test failed. Replaced a new downstream pressure sensor and tried repeat the test again , finally the test passed and it worked. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.